Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On or about (B)(6), 2010, the pt was implanted with an ams sparc sling with the intention of treating the pt's cystocele. It was reported that the pt experienced pian, dyspareunia, urinary problems, and other injuries and sustained permanent injury.